Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported unknown side capsular contracture then later reported against left side "minimal peri-implant fluid" only. The device remains implanted.

Manufacturer narrative:
The event of graunloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported left capsular contracture baker grade I and silicone granulomas. The device has been explanted and replaced.